Manufacturer narrative:
One 14f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproducible.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, blood was leaking from the valve. A guidewire was used but the issue persisted. The sheath was replaced and the procedure was completed with no adverse patient consequences.